Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Reportedly, the patient calibrated when the error reading symbol was displayed. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data. Labeling indicates: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.